Event description:
The customer reported obtaining an erroneously low creatinine kinase (access ck-mb) result for one (1) female patient, above the normal reference range of the assay, from the unicel dxi 800 access immunoassay system. The customer reported the result out of the laboratory; however, it is unknown if there was any change or affect to patient treatment in connection with this event. Subsequent repeat of the sample on an alternate dxi 800 analyzer recovered a higher ck-mb result, above the normal reference range of the assay again, which better matched the expected value for the patient. All system parameters, including calibrations and quality control (qc) results, performed within assay/instrument specifications prior to the event. Qc results following the event recovered low and out of the laboratory's established ranges. The customer reported of having low qc recovery on multiple assays on the days leading up to the event, but the customer did not supply the qc data for review.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the aspiration of aspirate probe #3 was slow in comparison to the other aspirate probes. The fse proceeded to replace all peri pump tubings to resolve the issue and verified repair per established procedures. Failure mode of the event is likely a hardware malfunction; the fse determined that the aspiration of aspirate probe #3 was slow and proceeded to replace all peri pump tubings to resolve the issue.